Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, bruxism, infection, pain, increased sensitivity (2024_1648 and 2024_1649 are same patient).